Event description:
Patient was revised to address poly wear and loosening of all components at the cement/implant interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this reported event was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A search of the complaint database did not show any additional reports against the reported product code and lot code combination. The investigation could not draw any conclusions about the reported device loosening based on the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.